Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15674. It was reported the patient's anchor had eroded through the skin. The patient was advised to seek immediate medical treatment. The patient is implanted with 2 anchors and it is unknown which anchor has eroded; therefore, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.